Manufacturer narrative:
No pre-existing anomalies detected by the check of the device history records of the lot number involved. This is the first and only complaint recorded on this lot number: (17at1fu). A final report will be submitted after the investigation.

Event description:
Shoulder revision surgery due to breakage of the liner (product code 1377.50.005, lot: 17at1fu). The components lost their articulation, causing metallosis. Revision surgery performed on (B)(6) 2026. Previous surgery date in not known. This event occurred in italy.